Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. During the procedure, the surgeon ablated for a total of eight minutes and the patient was burned. The doctor filled the catheter with approximately 35cc's of dextrose solution but only received back 25 cc's due to a noted leak. The patient has second degree burns on the cervix and the outside of the vagina.

Manufacturer narrative:
Date sent to the FDA: 12/17/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.